Event description:
The patient had a transient ischemic attack post cryoablation procedure on (B)(6) 2012. The physician did not share the symptoms that the patient was having prior to the tia, but did say that they obtained a neurology consult post procedure. It was then confirmed with a CT that the patient had a tia. The patient's length of hospitalization was extended by one day and the patient was discharged to home on (B)(4) 2012. Without any residual effects. This MDR is for device 2 involved in this event.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.